Event description:
It was reported that during a case the 9900 system "went down" and a filament driver error was displayed. Another system was used to complete the case. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a loose connection on the charger pcb. It was also noted that the vertical column movement is intermittent. Replaced the vertical column power supply. The system was tested and found to the working as intended and placed back into service.